Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device is fragmented into several parts') and device dislocation ('displaced device') in a 24-year-old female patient who had essure (batch no. 952105) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (gravida 3), parity 2 and menarche (9 years old). Concomitant products included bupropion hydrochloride (cloridrato de bupropiona) since(B)(6) 2015, citalopram hydrobromide (procimax) since (B)(6) 2015, metronidazole + miconazole nitrate (gynotran) since (B)(6) 2016 and secnidazole (secnidazol) since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced the first episode of pelvic pain ("pelvic pain") and procedural pain ("after essure insertion, discharged with pain in the lower abdomen"). In 2018, the patient experienced the second episode of pelvic pain ("pelvic pain/ sensation of perforation, pricking in the uterus"), menorrhagia ("increased menstrual flow with blood clots / getting up to 15 days in menstrual period"), dysmenorrhoea ("pain during menstrual period"), dyspareunia ("pain during sex / pain after intercourse"), headache ("headaches / heavy headaches"), female sexual dysfunction ("sexual life interefered"), diarrhoea ("diarrhoea during menstrual period"), depression ("depression") and anxiety ("anguish / anxiety/ anxiety disorder"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("heavy cramps in lower abdomen / twinges"), back pain ("lumbar pain"), abdominal distension ("abdominal distension"), uterine inflammation ("uterine inflammations"), vaginal discharge ("vaginal discharge increased / strong odor from the vaginal fluid"), vulvovaginal pruritus ("vaginal pruritus"), pain ("generalized pain"), coital bleeding ("bleedind during and after the intercourse"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("fluid in the abdomen"), breast pain ("mastalgia"), loss of libido ("lack of libido"), fibromyalgia ("fibromyalgia"), peripheral swelling ("swelling of legs"), oedema ("edema"), pain in extremity ("pain in the legs"), paraesthesia ("heavy tingling"), tremor ("tremors"), fatigue ("fatigue"), arthralgia ("joint pain"), alopecia ("hair loss") and mood swings ("mood swings"). The patient was treated with cyanocobalamin;diclofenac sodium;pyridoxine hydrochloride;thiamine hydrochloride (alginac), cyclobenzaprine (ciclobenzaprina), ibuprofen (ibuprofeno), metronidazole benzoate and metronidazole hydrochloride (metronidazole hcl). At the time of the report, the device breakage, device dislocation, the last episode of pelvic pain, abdominal pain lower, back pain, abdominal distension, menorrhagia, dysmenorrhoea, dyspareunia, uterine inflammation, vaginal discharge, vulvovaginal pruritus, pain, coital bleeding, adenomyosis, intra-abdominal fluid collection, headache, breast pain, female sexual dysfunction, loss of libido, diarrhoea, fibromyalgia, peripheral swelling, oedema, pain in extremity, paraesthesia, tremor, fatigue, arthralgia, alopecia, depression, mood swings and anxiety outcome was unknown and the procedural pain had resolved. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, headache, intra-abdominal fluid collection, loss of libido, menorrhagia, mood swings, oedema, pain, pain in extremity, paraesthesia, peripheral swelling, procedural pain, tremor, uterine inflammation, vaginal discharge, vulvovaginal pruritus, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: patient wants to have essure removed. She also reported that currently the pains and problems previous mentioned have been intensified to the extreme. Essure causes intense physical and psychological suffering. Diagnostic results (normal ranges are provided in parenthesis if available): anti-thyroid antibody - on (B)(6) 2018: 130,7 ui/ml. Reference values: until 115,0 ui/ml; on (B)(6) 2018: 24,2 ui/ml. Reference values: until 34,0ui/ml. Blood cortisol - on (B)(6) 2018: 4,5 g/dl - reference value: 6,23 - 18,01 g/dl. Blood fibrinogen (200 - 393 mg/dl) - on (B)(6) 2018: 254. Blood heavy metal test - on an unknown date: nickel test: 1,04 mcg/l. Blood homocysteine - on (B)(6) 2018: 8,6¿mol/l - reference values: 5,0 - 12,0 mol/l. Blood testosterone - on (B)(6) 2018: 0,01385 nmol / l 3,99 pg/ml. Dehydroepiandrosterone test (35 - 430 ¿g) - on 25-oct-2018: 100¿g/dl. Insulin-like growth factor (71 - 234 ng/ml) - on 25-oct-2018: 139. Reverse tri-iodothyronine (ng/ml) - on (B)(6) 2018: 0,07 reference values: 0,09-0,35. Sex hormone binding globulin (18 - 144 nmol/ml) - on (B)(6) 2018: 72,8. Smear cervix - on (B)(6) 2016: inflammatory cytological pattern. Ultrasound scan vagina - on (B)(6) 2017: normal; on (B)(6) 2019: hysterotomy scar on the anterior uterine wall. Bilateral normopositioned essure. Vitamin b12 absorption test (243 - 894 pg/ml) - on (B)(6) 2018: 478,6. X-ray of pelvis and hip - on an unknown date: confirmed presence of essure implants; on an unknown date: device is not correctly positioned in the tubes, it is on the verge of perforating the internal organs. Lot number: 952105 manufacturing date: 2012/02 expiration date: 2015/02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device is fragmented into several parts') and device dislocation ('displaced device') in a (B)(6) female patient who had essure (batch no. 952105) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (gravida 3), parity 2 and menarche (9 years old). Concomitant products included bupropion hydrochloride (cloridrato de bupropiona) since (B)(6) 2015, citalopram hydrobromide (procimax) since (B)(6) 2015, metronidazole + miconazole nitrate (gynotran) since (B)(6) 2016 and secnidazole (secnidazol) since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced the first episode of pelvic pain ("pelvic pain") and procedural pain ("after essure insertion, discharged with pain in the lower abdomen"). In 2018, the patient experienced the second episode of pelvic pain ("pelvic pain/ sensation of perforation, pricking in the uterus"), menorrhagia ("increased menstrual flow with blood clots / getting up to 15 days in menstrual period"), dysmenorrhoea ("pain during menstrual period"), dyspareunia ("pain during sex / pain after intercourse"), headache ("headaches / heavy headaches"), female sexual dysfunction ("sexual life interfered"), diarrhoea ("diarrhoea during menstrual period"), depression ("depression") and anxiety ("anguish / anxiety/ anxiety disorder"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("heavy cramps in lower abdomen / twinges"), back pain ("lumbar pain"), abdominal distension ("abdominal distension"), uterine inflammation ("uterine inflammations"), vaginal discharge ("vaginal discharge increased / strong odor from the vaginal fluid"), vulvovaginal pruritus ("vaginal pruritus"), pain ("generalized pain"), coital bleeding ("bleeding during and after the intercourse"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("fluid in the abdomen"), breast pain ("mastalgia"), loss of libido ("lack of libido"), fibromyalgia ("fibromyalgia"), peripheral swelling ("swelling of legs"), oedema ("edema"), pain in extremity ("pain in the legs"), paraesthesia ("heavy tingling"), tremor ("tremors"), fatigue ("fatigue"), arthralgia ("joint pain"), alopecia ("hair loss") and mood swings ("mood swings"). The patient was treated with cyanocobalamin;diclofenac sodium;pyridoxine hydrochloride;thiamine hydrochloride (alginac), cyclobenzaprine (ciclobenzaprina), ibuprofen (ibuprofeno), metronidazole benzoate and metronidazole hydrochloride (metronidazole hcl). At the time of the report, the device breakage, device dislocation, the last episode of pelvic pain, abdominal pain lower, back pain, abdominal distension, menorrhagia, dysmenorrhoea, dyspareunia, uterine inflammation, vaginal discharge, vulvovaginal pruritus, pain, coital bleeding, adenomyosis, intra-abdominal fluid collection, headache, breast pain, female sexual dysfunction, loss of libido, diarrhoea, fibromyalgia, peripheral swelling, oedema, pain in extremity, paraesthesia, tremor, fatigue, arthralgia, alopecia, depression, mood swings and anxiety outcome was unknown and the procedural pain had resolved. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, headache, intra-abdominal fluid collection, loss of libido, menorrhagia, mood swings, oedema, pain, pain in extremity, paraesthesia, peripheral swelling, procedural pain, tremor, uterine inflammation, vaginal discharge, vulvovaginal pruritus, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: patient wants to have essure removed. She also reported that currently the pains and problems previous mentioned have been intensified to the extreme. Essure causes intense physical and psychological suffering. Diagnostic results (normal ranges are provided in parenthesis if available): anti-thyroid antibody - on (B)(6) 2018: 130,7 ui/ml reference values: until 115,0 ui/ml; on (B)(6) 2018: 24,2 ui/ml reference values: until 34,0ui/ml. Blood cortisol - on (B)(6) 2018: 4,5 g/dl - reference value: 6,23 - 18,01 g/dl. Blood fibrinogen (200 - 393 mg/dl) - on (B)(6) 2018: 254. Blood heavy metal test - on an unknown date: nickel test: 1,04 mcg/l. Blood homocysteine - on (B)(6) 2018: 8,6 mol/l - reference values: 5,0 - 12,0 mol/l. Blood testosterone - on (B)(6) 2018: 0,01385 nmol / l 3,99 pg/ml. Dehydroepiandrosterone test (35 - 430 g) - on (B)(6) 2018: 100 g/dl. Insulin-like growth factor (71 - 234 ng/ml) - on (B)(6) 2018: 139. Reverse tri-iodothyronine (ng/ml) - on (B)(6) 2018: 0,07 reference values: 0,09-0,35. Sex hormone binding globulin (18 - 144 nmol/ml) - on (B)(6) 2018: 72,8. Smear cervix - on (B)(6) 2016: inflammatory cytological pattern. Ultrasound scan vagina - on (B)(6) 2017: normal; on (B)(6) 2019: hysterotomy scar on the anterior uterine wall. Bilateral normopositioned essure. Vitamin b12 absorption test (243 - 894 pg/ml) - on (B)(6) 2018: 478,6. X-ray of pelvis and hip - on an unknown date: confirmed presence of essure implants; on an unknown date: device is not correctly positioned in the tubes, it is on the verge of perforating the internal organs. This lot 962105 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2021: the essure lot number was updated, two new reporters were added (lawyer and physician), new adverse events (heavy cramps in lower abdomen / twinges, mastalgia, edema, pain in the legs, swelling of legs , heavy tingling, tremors, fatigue, lack of libido , bleeding during and after the intercourse, uterine inflammations, joint pain, mood swings, hair loss, suspicion of adenomyosis, fluid in the abdomen, generalized pain, device is fragmented into several parts, essure causes intense physical and psychological suffering, displaced device, discharged from hospital with pain in the lower abdomen and distension. The new as reported (getting up to 15 days in menstrual period, heavy headaches, pain after intercourse, strong odor from the vaginal fluid, anxiety disorder), concomitant drugs and treatment drugs were provided. Case was upgraded to serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.